Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with 90% stenosis, a non-abbott guide wire was advanced and a 2.0x12 mm rx mini trek dilatation catheter was advanced for dilatation. The balloon was inflated a couple of times and slow inflations and deflations were noted. When the dilatation catheter was inflated for a second or a third time, the 2.0x12 mm rx mini trek dilatation catheter did not completely deflate. The balloon was deflated slightly but not completely. The dilatation catheter was pulled into the guiding catheter and was able to be removed from the anatomy by itself. A xience xpedition stent was then implanted. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation and deflation difficulty could not be tested/confirmed due to the condition of the returned device. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated age (patient reported to be late seventies). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.